Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the latch tabs on the power cord bay door were broken and the lower hinge plate was broken at the hinge stops. Analysis also found internal corrosion and the system fan was noisy. (B)(4).

Event description:
It was reported that the lid to the power cord needed repair as well as the overall programmer shell. It was also noted that the power cord, electrocardiogram (ECG) cable and ethernet card needed to be replaced because they were missing. The programmer was returned for repair. No patient complications have been reported as a result of this event.